Event description:
This complaint is now reportable based on the analysis completed on 09/16/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x24 mm taxus liberte drug eluting stent would not cross the lesion. The lesion being treated was located in the left circumflex (lcx). No patient complications were reported. However, the returned product revealed stent damage.

Manufacturer narrative:
Microscopic examination of the returned device found proximal stent damage, some of the struts were bent back distally. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. Visual examination of the remainder of the device found no issues that could contribute to the complaint incident. It is noted that the device failed to meet specifications in its returned condition. However a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause is unknown.